Event description:
When customer tried to test customer saw a bunch of lines and one is across the screen. Customer also was unable to get a strip to present. A review of the system was conducted over the phone. During this review the customer was able to present a test strip but customer could not clearly read the display. The customer was asked to return the meter for further eval and a replacement was provided.